Manufacturer narrative:
(B)(4).

Event description:
It was reported the vulcan generator could not be adjusted from the coag 1 setting. When wands are plugged in, the unit set coag to 1 and cannot be adjusted. The procedure was completed without the need for a backup device. There was a 3-4 minute delay with no patient impact.

Manufacturer narrative:
No damage was observed during visual inspection on the exterior of product. Product passed all functional testing with no faults or errors. No problem occurred during adjustments between coag settings. All functions perform as expected. After the evaluation a root cause for the reported issue cannot be confirmed as the failure could not be reproduced. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.